Manufacturer narrative:
The tech inspected the bed and found the brakes held but the casters would continue to swivel. Brake casters were worn. The account replaced the casters to repair the bed.

Event description:
The complainant stated that the pt's ankle buckled when she exited the bed, and pt sat back down on bed and bed moved a little. Pt did not fall. No injury reported.